Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens -8.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to low vault a replacement lens of longer length was later implanted and the problem resolved. Cause of event was unknown.